Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump gave an alert during the middle of the night. They checked and saw that the device was delivering a bolus but the customer was not eating. It had delivered a bolus for 300 grams of carbohydrate. The customer was sleeping during the incident. The customer¿s blood glucose during the incident was 267 mg/dl. The customer had filled the reservoir yesterday morning with 200 units and they currently had 100 units left. They also mentioned that they had experienced a high blood glucose around 400 mg/dl two days prior to the incident. The customer saw their health care professional. Some adjustments were made on the insulin pump and the customer¿s blood glucose stabilized. Troubleshooting was performed. The insulin pump will be returned for analysis.